Event description:
It was reported that the patient observed a pimple on his scrotum approximately three months after he was implanted with an inflatable penile prosthesis (ipp). The pimple ruptured, and the patient stated that a large quantity of fluid was released. The patient visited the hospital the following day, after being advised to do so by his physician. The patient was subsequently diagnosed with an infection and sepsis. The existing ipp was explanted based on this diagnosis. The patient was discharged from the hospital six days after the explanation procedure. The patient was not implanted with a replacement ipp device. It is unknown if the explanted ipp is being returned for investigation.